Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that in while in the operating room setting up for a colonoscopy the clinician was having difficulty priming maxguard extension set me2020. Clinician discarded the tubing with propofol and got another package of tubing and manually primed with propofol. When clinician attached primed line to the patient and started the syringe module, occlusion message alarmed. Clinician pressed the restart key, and the syringe continued to alarm. Clinician instead used another infusion manufacturer and tubing to infuse the medication. There was patient involvement however no patient harm. Bd received additional information. The customer reported that the issue has been resolved "by using the correct set." No further information has been provided. Onsite manufacturer representative troubleshooted on site noting the tubing me2020 priming volume is too small for anesthesia and overnighted the correct tubing me2010 lawson #(B)(4). It was also noted that when onsite manufacturer representative assessed the syringe module it was noted a small piece of the flange gripper was broken. Device was taken out of service and delivered to biomedical engineering.

Event description:
It was reported that in while in the operating room setting up for a colonoscopy the clinician was having difficulty priming maxguard extension set me2020. Clinician discarded the tubing with propofol and got another package of tubing and manually primed with propofol. When clinician attached primed line to the patient and started the syringe module, occlusion message alarmed. Clinician pressed the restart key, and the syringe continued to alarm. Clinician instead used another infusion manufacturer and tubing to infuse the medication. There was patient involvement however no patient harm. Bd received additional information. The customer reported that the issue has been resolved "by using the correct set." No further information has been provided. Onsite manufacturer representative troubleshooted on site noting the tubing me2020 priming volume is too small for anesthesia and overnighted the correct tubing me2010 lawson #540856. It was also noted that when onsite manufacturer representative assessed the syringe module it was noted a small piece of the flange gripper was broken. Device was taken out of service and delivered to biomedical engineering.

Manufacturer narrative:
Additional information: imdrf annex b and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of an nuisance occlusion alarms was not determined because no products or device logs were returned.